Manufacturer narrative:
G4:04mar2021 b4:(B)(6)2021 as the battery also malfunctioned as a result of the defective power management board, the hospital's biomed successfully replaced the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer reported the ventilator experienced a 35v failure message while on a patient and the ventilator made a continuous alarm. Additional messages reported were patient circuit occluded, check vent aux supply failed, check vent backup alarm failed, check vent ventilator restarted, and check vent blower stalled. The ventilator was on a patient and when it malfunctioned, the patient was placed on a home oxygen setting of 3 liters per minute nasal cannula until another ventilator was set-up. The patient did not require manual ventilation. The patient was swapped to the different ventilator. The field service engineer (fse) evaluated the ventilator and determined the power management board was the issue and caused the battery to go bad. The fse replaced the power management board in this device, and verified that it was operating correctly after replacement.